Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports a broken palindrome h 23cm catheter. The catheter has a small hole or breakage which is causing a leak located just below the back end hub, in the white area. The catheter was inserted on (B)(6), 2012. It was noted to be broken on (B)(6), 2012. The catheter was pulled and replaced. There was no pt injury.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.